Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter was not functional even after reducing the cut rate, it was not efficient in cutting before the surgery. The procedure type, surgery completion details were unknown. There was no patient impact.